Event description:
It was reported that the ilet pump was on a bleacher during basketball practice when it was stepped on, resulting in a cracked touchscreen and a non-usable screen with a reported blood glucose of 401 mg/dl. The user could not complete meal announcements afterward, and the device had been synced prior to shut down. Customer care provided support that included communication with the user and coordination of return and replacement logistics. Investigation of this case revealed a stress-related fracture of the touchscreen. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Device evaluation details: the device was received and physical evaluation revealed display damage due to impact. The customer reported issue was confirmed. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.